Event description:
It was reported by service report that the fowler would not go down and the cylinder was leaking fluid. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.